Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient reported feeling dizzy and light headed with nausea and her blood glucose was elevated to 491 mg/dl. She stated that there was an air bubble in her insulin cartridge. The insulin cartridge had been in use for over 6 days. She stated that she typically changes her insulin cartridge every 10-15 days and she does not allow insulin to reach room temperature prior to use. She was advised to do so. She changed the insulin cartridge and infusion set and bolused 8 units of insulin. Two hours later, the patient's blood glucose measured 356 mg/dl and she bolused 6 units of insulin. At the time of the report, the patient's blood glucose measured in the low 200 mg/dl range. Upon follow up three days later, the patient stated that her blood glucose returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.